Event description:
It was reported that a ventricular assist device (vad) patient arrived at the emergency room (ER) with the vad exhibiting low-flow alarms. The patient experienced dizziness and chest tightness. Upon arrival in the emergency room, the patient had a couple of seizures lasting about 20 minutes. There was a 3-gram drop in hemoglobin (hgb) over the past 2 weeks. Log files were sent. Hematocrit (hct) was 42 at the last clinic visit and is now 27; once updated, the low flows stopped. It was reported that the patient had some short runs of ventricular tachycardia (vt) that the doctor associated with suction events. The transthoracic echocardiogram (tte) showed a significant decrease in the size of the left ventricle, so the decrease in speed did help with that. The right ventricle (rv) appears normal on the echocardiogram. There are no further plans for imaging at this time. The patient had a head computed tomography (CT) scan in the emergency department after seizing, with no immediate signs of gastrointestinal (gi) bleeding. Mean arterial pressures (maps) have been intermittently low but have increased with fluid and now medication (inotropes and pressors). The patient was intubated this morning after their third seizure and is currently on levorphanol, dobutamine, and vasopressors. It was further reported that the patient's lowest hgb was 6.9, and he's received a total of 4 units of red blood cells (rbcs) over the last few days. He is looking a little better, almost off pressors/inotropes, no more seizures, just got extubated. CT angiogram showed rectus sheath hematoma causing hemoperitoneum that they don't think is actively bleeding anymore. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flows starting on (B)(6) 2024 and 89 low flow alarms logged since (B)(6) 2024. In addition, log files revealed intermittent suction events within the analyzed period. As a result, the reported low flow and suction events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding, pain, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.